Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2012. According to the complainant, the indication for the stent placement was treatment for a malignant stricture. The stricture was located in the duodenum and 2-3cm in length. The patient anatomy was noted to be tortuous and "altered" due to the lesion. During the procedure, the stent was positioned at the target lesion. After approximately half of the stent was deployed, the stent failed to fully release. The white handle detached from the blue outer sheath. In addition, the outer sheath kinked at a 90 degree angle. The stent was unable to be fully deployed or reconstrained. The partially deployed stent was removed from the patient. The procedure was completed with another wallflex enteral duodenal stent system. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for a malignant stricture. The stricture was located in the duodenum and 2-3cm in length. The patient anatomy was noted to be tortuous and "altered" due to the lesion. During the procedure, the stent was positioned at the target lesion. After approximately half of the stent was deployed, the stent failed to fully release. The white handle detached from the blue outer sheath. In addition, the outer sheath kinked at a 90 degree angle. The stent was unable to be fully deployed or reconstrained. The partially deployed stent was removed from the patient. The procedure was completed with another wallflex enteral duodenal stent system. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) for the reported event of stent deployment issue (partial deployment). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed by 55mm. A severe bend was noted in the stainless steel shaft at 95mm distal to the hub handle. The outer sheath had detached from the handle. The outer sheath was stretched for a distance of 190mm distal to its proximal end. During a functional analysis, it was not possible to retract the outer sheath by hand. The shaft was dissected proximal to the mounted stent and the stent was deployed distally. It was still not possible to retract the outer sheath. The inner shaft was removed proximally and then reinserted. Resistance was noted where the shaft was kinked at the end of the stainless steel shaft and the outer sheath became completely restricted further on. The shaft was dissected at the restricted area. Plastic like material measuring 130mm in length was removed with tweezers at the dissected point. Some of the material was bunched up. It was noted that the material was some of the polytetrafluoroethylene (ptfe) lining of the outer sheath that had detached. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a device that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.